Event description:
Pt received more medication than expected. At approx 0115, line b of the pump was programmed to deliver an unspecified concentration of calcium gluconate at a rate of 55ml/hr for duration of 60 minutes. At 0130, the pump alarmed for air in line on line b. At that time, the solution container was found empty. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required.